Event description:
This case refers to a patient who underwent an antibotic therapy with a baxter elastomeric device on february 11, 2006. At the end of the infusion, the bladder burst and the rest of the solution spread inside the housing. The patient's access site was an implantable drug delivery system. No injury or medical intervention resulted from this incident.